Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the housing bushing fell out which did not allow completion of the pre-test. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-testing process, it was observed that the ring on the attachment device fell out. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or proloned hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.